Event description:
While cna's transferring resident from wheelchair to bed using the lift, it suddenly shut off dropping resident quickly toward floor. The cna's state they caught him before he touched the floor with no apparent injuries.